Event description:
Procedure: hernia repair. According to the reporter: in 2007 surgeon placed a large piece of mesh in her abdomen for her hernia due to stomach cancer. Patient claims to have problems due to that procedure. There is no surgical intervention at this point. Now she has to take magnesium every night to have a bowel movement. When she bends over she says she can feel the mesh. No date of procedure was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via email from medical safety indicated that the patient was diagnosed with primary peritoneal cancer (stage 3c) in 2003. In 2007, she had a piece of parietex mesh placed in her abdomen for a hernia. She stated that her physicians were under the impression that she would not survive. Due to this prognosis, the patient participated in a clinical trial for interferon gamma 1b. She has developed bowel issues and was diagnosed with crohn's disease. She had a second opinion done by a surgeon and he thinks that the mesh has adhered to the bowel. No further information has been obtained to date.

Manufacturer narrative:
(B)(4).